Manufacturer narrative:
Explant date: 2010 and 2015.

Event description:
A report was received via social media that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.